Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 7,861 joules and 1:20 minutes the fiber was not firing and began end firing. The fiber was exchanged and the second fiber was used to complete the procedure. Fine patient outcome reported.

Manufacturer narrative:
Premarket / 510(k) #: added. Device returned to manufacturer: updated. Device returned for evaluation: updated. Device evaluation codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibits no signs of usage. There are no signs of fiber tip breaks\fractures. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. There are no signs of breakage at fiber tip, and hene test confirms light beam at output window. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 7,861 joules and 1:20 minutes the fiber was not firing and began end firing. The fiber was exchanged and the second fiber was used to complete the procedure. Fine patient outcome reported.